Event description:
Customer went to the hospital due to low results on the device. At the hospital the device read 19 mg/dl while the hospital device read 73 mg/dl. No treatment provided. No strip info was provided. Quality controls were used, but no reference range was available to check for acceptability. Requested return of suspect device and replacement was sent.